Event description:
Event verbatim [preferred term] burn blisters on her neck [burns second degree], , narrative: this is a spontaneous report from a contactable consumer via angelini pharma hotline. A female patient of unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number aa2380, expiration date 31oct2021, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burn blisters on her neck after application on an unspecified date with outcome of unknown. Sample was not available. The action taken in response to the event for thermacare heatwrap was unknown. According to product quality group: batch aa2380 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots.the device history record (DHR), reserve sample, and trending were evaluated no quality issues were identified.conclusion:the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters on her neck". The cause of the consumer stating the wrap caused a burn blisters on her neck is inconclusive since review of records does not provide evidence to support defective product.the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.lot trend assmt. And rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, effective (B)(6) 2020, the complaint was evaluated to identify a potential trend by calculating the complaints per million produced (cpmp) of the subclass and lot. The calculated cpmp result of 73.4 was above the upper control limit (ucl) of 33.9. Per sop-105746, a visual examination was performed to identify a potential trend. A trend was not identified. Refer to trending chart attachment adverse event safety request for investigation aa2380. On the basis of this evaluation, a trend does not exist for this batch. The return sample was not received at the site. Follow-up ((B)(6) 2020): new information received from product quality complaint group includes investigation results.

Manufacturer narrative:
Batch aa2380 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots.the device history record (DHR), reserve sample, and trending were evaluated no quality issues were identified.conclusion:the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters on her neck". The cause of the consumer stating the wrap caused a burn blisters on her neck is inconclusive since review of records does not provide evidence to support defective product.the plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.lot trend assmt. And rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, effective (B)(6) 2020, the complaint was evaluated to identify a potential trend by calculating the complaints per million produced (cpmp) of the subclass and lot. The calculated cpmp result of 73.4 was above the upper control limit (ucl) of 33.9. Per sop-105746, a visual examination was performed to identify a potential trend. A trend was not identified. Refer to trending chart attachment adverse event safety request for investigation aa2380. On the basis of this evaluation, a trend does not exist for this batch. The return sample was not received at the site.

Event description:
Burn blisters on neck [burns second degree], narrative: this is a spontaneous report from a contactable consumer via angelini pharma hotline. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number aa2380, expiration date 31oct2021, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burn blisters on neck after application on an unspecified date with outcome of unknown. Sample was not available. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available.